Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the architect ipth reagent list number (B)(4), lot number 00515c000.

Manufacturer narrative:
(B)(4).

Event description:
The customer observed falsely elevated parathyroid hormone results for 3 patients while using the architect intact pth assay. The following results data was provided by the customer (customer reference range 15-68.3 pg/ml): (B)(6). No adverse impact to patient management was reported.